Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further. H3 other text : see h.10

Event description:
It was reported that the pen ii organon puregon pen second gen. Experienced an inability to deliver medication during use. The following information was provided by the initial reporter: a pharmacist reports of a patient who has experienced dosing issues with a pen-injector. According to the patient, if it is not enough in the cartridge for a complete dose, the cartridge that is in the pen can be finished, followed by taking the remainder from a new cartridge. To find the remaining dose, the number in the dosage window should be written down. The patient has 3 times experienced that the remainder of the cartridge is not the same dose as she has calculated. On (B)(6) 2019 the patient had calculated that the remaining dose of the cartridge should be 125 iu, but when she injected the 200 iu dose, the number in the dosing window read 0, which indicated that a complete 200 iu dose had been injected. When she removed the cartridge from the pen, she could see that the cartridge still contained fluid.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is merck. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the pen ii organon puregon pen second gen. Experienced an inability to deliver medication during use. The following information was provided by the initial reporter: a pharmacist reports of a patient who has experienced dosing issues with a pen-injector. According to the patient, if it is not enough in the cartridge for a complete dose, the cartridge that is in the pen can be finished, followed by taking the remainder from a new cartridge. To find the remaining dose, the number in the dosage window should be written down. The patient has 3 times experienced that the remainder of the cartridge is not the same dose as she has calculated. On (B)(6) 2019 the patient had calculated that the remaining dose of the cartridge should be 125 iu, but when she injected the 200 iu dose, the number in the dosing window read 0, which indicated that a complete 200 iu dose had been injected. When she removed the cartridge from the pen, she could see that the cartridge still contained fluid.